Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine inspection, the cs300 intra-aortic balloon pump (iabp) safety disk leak test failed and an engineer confirmed the possibility of an internal leak during a check of operation. There was no patient involved.

Manufacturer narrative:
Updated fields -b4, d9, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) confirmed the symptoms and found that it was caused by the purge valve breaking down due to deterioration over time. Fse replaced the purge valve and confirmed that there were no abnormalities in the test values for leak tests, etc. Equipment calibration performed. Purge valve replaced. Overall inspection results are good.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (component code).